Event description:
It was reported that a visum led light head allegedly has chipped paint where the light head meets the spring arm. There was no reported patient involvement and no adverse consequences reported.

Manufacturer narrative:
The catalogue number provided is for the visum led suspension that is used with the visum led surgical light head allegedly involved in this event. A stryker field service technician observed the light head with the reported paint chipping. It could not be absolutely confirmed what caused the reported chipping paint on the cardanic arm of the visum led surgical light head. There was no reported patient involvement or adverse consequences.